Manufacturer narrative:
Combination product: yes.

Event description:
On (B)(6) 2025 an alert was received via hmsc of fast non-sustained tachycardia- noise on rv lead. A drop in pacing impedance and r wave amplitude was also mentioned. The lead showed non capture. It was explanted and new rv lead implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. A ligature mark was found 20.5 cm distal to the df4 connector pin. The insulation and conductor coil were found squeezed in this region. Furthermore, the insulation was found rubbed through 22 cm distal to the df4 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing in combination with a tight suture sleeve. Additionally, cuts into the insulation were found between 16 and 19.5 cm distal to the df4 connector pin. These cuts most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.